Event description:
The wife of a male patient contacted lifecor customer support to report that one of the battery packs was flashing the "battery pack fault" led when placed on the battery charger. Support had a patient service rep (psr) visit the patient. The psr replaced the patient's battery charger.

Manufacturer narrative:
Device evaluation summary - device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power brick of the battery charger was defective. The power brick was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.